Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: enveor-us, lot 0008770927, use by date 2018-08-28, (B)(4). The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully implanted, but was pulled out of position when retrieving the delivery catheter system¿s (dcs) nose cone. The valve was snared into the ascending aorta and another transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.